Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed that the right ventricular lead exhibited low lead defibrillation impedance. The patient decided to not continue with surgery and elected to turn off implantable cardioverter defibrillator therapies and allow the device to only pace. The patient was stable after the intervention.

Event description:
New information noted that the lead exhibited a fracture.